Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instruct the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. If the endoscope or accessory device used with this device contains a burr, this could contribute to wire guide coating separation. Prior to distribution, all cook tracer metro direct wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action; a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer metro direct wire guide. The wire started to unravel and come off towards the proximal end where the markings are [coating damage]. They removed the wire and used another device to complete the case successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The coil spring has stretched out and distended approximately 2.5 cm beyond the distal tip of the wire guide coating. From approximately 5.0 cm to 10.8 cm and 11.5 cm to 13.0 cm are two more sections of exposed coil spring. The wire guide has no kinks, but a few rough surfaces are found throughout the entire length of the wire guide. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. If the endoscope or accessory device used with this device contains a burr, this could contribute to wire guide coating separation. Prior to distribution, all cook tracer metro direct wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Event description:
The following was reported to the FDA on 14-sep-2018: "during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer metro direct wire guide. The wire started to unravel and come off towards the proximal end where the markings are [coating damage]. They removed the wire and used another device to complete the case successfully." The following additional information was received on 24-sep-2018: the location of the damage occurred at the patient end, in the black coated tip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.